Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was lead insertion difficulty during the procedure. The health care professional (hcp) was in a hurry and was not gentile with the lead. The curve stylet would not advance into the lead all the way. The plastic tip came off. The rep provided another lead kit to the hcp and the issue was resolved. There were no reported symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No follow-up was required as all information needed was provided.